Event description:
It was reported that during a procedure, this fiber was not being recognized by the console. The procedure was completed using another device without reported complications. Analysis of the returned fiber identified a fiber body break.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the fiber identified a break in the fiber body. Microscopic analysis of the fiber tip indicated it was degraded. The fiber connector had no defects, bright round light was seen exiting the face. The area where the fiber body break occurred was observed to have fiber jacket melting. The aim beam could not be observed due to the fiber body separation. It is likely that procedural handling of the device during set-up and use contributed to the fiber body break. A partial body break or kink could have occurred during use and when it was inserted into the scope and fired, it led to the fiber break which in turn led to the melting that was observed were the break occurred. Based on analysis results, a conclusion code of cause traced to component failure was assigned as it was determined that the identified fiber break is an expected or random component problem without any design or manufacturing issue.

Manufacturer narrative:
Correction made to d3 manufacture name, manufacture address, manufacturer city, manufacturer zip/postal code, manufacturer country, manufacturer email, g1 MFR site facility name, MFR site address 1, MFR site city, MFR site state, MFR site zip, MFR site country, MFR site phone upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the fiber identified a break in the fiber body. Microscopic analysis of the fiber tip indicated it was degraded. The fiber connector had no defects, bright round light was seen exiting the face. The area where the fiber body break occurred was observed to have fiber jacket melting. The aim beam could not be observed due to the fiber body separation. It is likely that procedural handling of the device during set-up and use contributed to the fiber body break. A partial body break or kink could have occurred during use and when it was inserted into the scope and fired, it led to the fiber break which in turn led to the melting that was observed were the break occurred. Based on analysis results, a conclusion code of cause traced to component failure was assigned as it was determined that the identified fiber break is an expected or random component problem without any design or manufacturing issue.

Event description:
It was reported that during a procedure, this fiber was not being recognized by the console. The procedure was completed using another device without reported complications. Analysis of the returned fiber identified a fiber body break.